Event description:
This device case concerns a male pt. The pt's medical history included diabetes since 1991. The reporter informed that there was not a concomitant medication. The pt was taking human insulin rdna origin nph (hymulin nph), 32 iu every morning, subcutaneously, and insulin lispro (humalog) with dose and frequency as needed. Subcutaneously, both for diabetes and via hp ergo unk pen body type (humapen ergo) beginning on an unspecified date (more than one year). The reporter informed that he had two hp ergo, one to apply the human insulin and other to apply the insulin lispro. The lots numbers were not informed because the reporter did not have the products with him. On 24-apr-2006, more than one year after the beginning of treatment with human insulin and insulin lispro via hp ergo, the pt checked the glucose level at 8:00 hs (before the apply the insulins) and the result was 166 (units not provided), at 8:15 hs the pt applied human insulin (32 iu) and insulin lispro (2 iu) both via hp ergo; and at 8:30 hs the pt had a hypoglycemia followed by a convulsion. At 9:00 hs the glucose level was checked again and the result was 45 (unit not provided). In the same day, 24-apr-2006, the pt was taken to a hosp emergency room by his wife and there he received glucose + sodium chloride intravenously (IV) as corrective treatment. The pt recovered and discharged from the hosp in the end of the same day, 24-apr-2006 one day later at 21:30 hr, the pt checked the glucose level before applying the insulins and the result was 219 (units not provided), then soon after he applied the insulin lispro (3 iu) via hp ergo. On the following morning, one day later the pt checked the glucose level and the result was 45 (units not provided), experiencing a hypoglycemia in a mild level, according to him. It was unk if the pt received corrective treatment. In the same day at night, 22:50 hs, the pt checked the glucose level before applying the insulins and the result was 209 (units not provided), then he applied the insulin lispro (3 iu) via hp ergo. One day later, the pt checked the glucose level and the result was 48 (units not provided) and experiencing a hypoglycemia in a mild level, according to him. It was unk if the pt received corrective treatment. On the same day at 21:45 hs, the pt checked the glucose level before apply the insulins and the result was 144 (units not provided), right after he applied the insulin lispro (1 iu) via hp ergo. One day later, the pt checked the glucose level and the result was 45 (units not provided), experiencing a hypoglycemia in a mild level again. It was unk if the pt received corrective treatment. That same day the pt discontinued the use of two pens hp ergo because he believed that the pens were with problems. The human insulin and insulin lispro treatment were not discontinued but were been applied via syringe. After the discontinuation of two hp ergo pens the pt recovered from hypoglycemia. These hp ergo unk pen body type are associated with cid00401081 and cid00404904. The operator of the device is the pt but it was unk if the operator was trained or not. This devices model had been used for more than one year. The operator has used the reported device for more than one year. It is not known if the device will be returned or not. The two hp ergo unk pen body type, was discontinued and changed by syringe.